Event description:
It was reported that during a micro driver caused a 30 minute delay because it would not spin the collet. An alternate driver was flash autoclaved and it was used to complete the procedure after it had cooled down. No adverse consequence was associated with the device.